Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2017. Explant date: explanted in 2017. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 18540998.

Event description:
It was reported that the patient had a hole in the spinal cord caused by the spinal cord stimulator (scs) device. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.